Event description:
It was reported that a patient called to report ongoing problems after gynecare intergel was used during an oophorectomy and lysis of adhesions in 2002. Patient following surgery experienced high fever and pain and was hospitalized for 10 days. Since that time patient has not been without leg/back pain and fatigue. Patient is just out of the hospital for the 3rd time.